Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. It was presumed that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The instructions for use (IFU) states in the following to contact olympus in case leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the customer returned device the following defects were found, due to deformation of scope cover, water tightness lost, due to a crack on scope body, water tightness lost, air/water cylinder discolored, suction cylinder discolored, switch 1 cut, label on scope connector peeled, due to damage on ch-tube, water tightness lost, due to adhesive peeling between light guide lens and distal end, water tightness lost, due to crack on distal end cover, insulation resistance value at distal end did not meet the standard value, due to damage on objective lens, the specified resolving power not obtained, due to clogging of air/water-tube, no air/water fed, due to damage on bending tube, bending angle in up direction did not meet the standard value, due to damage on bending tube, the play of up/down knob out of the standard value, objective lens shaved, light guide lens cracked, connecting tube snaking, and universal cord scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had flushing issues due to the device being clogged. Upon inspection and testing of the customer returned device, foreign material (silicone type material) was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.